Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pin of the power adaptor of the remote monitor was broken. No troubleshooting indicated. A new power cable will be sent to the patient. The remote monitor remains in use. No patient complications have been reported as a result of this event.